Manufacturer narrative:
Plant investigation: manufacturer did not receive the complaint product sample physically for evaluation, neither photos or videos were provided from the customer. At this time a search in the system was performed, to verify the product availability for companion samples. The entire lot has been sold and distributed. During the product history review of the product code 050-87216 with lot number unknown, a nonconformance ((B)(4)) was found against to the lot number 22kr08106 related to the failure mode as alleged in the complaint. The nonconformance found was against the cassette p/n 55-3759 a damaged in the film was found. The alleged event ¿there was fluid in the pump module area and fluid on the external cassette ¿ was confirmed based the nonconformance found during the DHR review performed since the damage reported could lead to leak on the cassette film. This kind of damage could be caused due to an incorrect handling of the product either during the manufacturing process or treatment set up. In the liberty select cycler user¿s guide (480145) of the product, there are indications for the patient to avoid this kind of damage: ¿caution: use caution when touching the cassette film to prevent damage.¿ in addition, there are indications in the IFU of the liberty cycler set and in the liberty select cycler user¿s guide to do not use the product if there is a damage found in the cassette. IFU# 71-4288: ¿inspect cycler set tubing and cassette film for damage¿. Liberty select cycler user¿s guide, 480145: ¿warning: do not use damaged cassettes for your treatment. Damaged cassettes can lead to leaks, contamination, and infection¿.

Event description:
A peritoneal dialysis (pd) nurse reported that during a patient's pd treatment an air detected in cassette warning occurred during drain 2 of 2. The warning occurred multiple times. The patient cancelled treatment and when the cassette was removed from the cycler there was fluid in the pump module area and fluid on the external cassette. Attempts to gather additional information were not successful. The nurse was advised that the cycler would not be replaced. The cycler set is not available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that during a patient's pd treatment an air detected in cassette warning occurred during drain 2 of 2. The warning occurred multiple times. The patient cancelled treatment and when the cassette was removed from the cycler there was fluid in the pump module area and fluid on the external cassette. Attempts to gather additional information were not successful. The nurse was advised that the cycler would not be replaced. The cycler set is not available to return for investigation.